Manufacturer narrative:
This complaint is reportable because it involves a ventilator malfunction related to the blower, a critical component for maintaining proper ventilation. The occurrence of technical event 231009, "blower controller speed low," triggered a high-priority alarm during ventilation, indicating a potential risk of ventilation failure. The need for a blower replacement suggests a possible issue that could compromise patient safety, making this event reportable. The corrective action in this case was the replacement of the blower module (pn: 160250), which resolved the issue. The root cause of the event was identified as a defective blower module.

Event description:
Complaint description quotation of the customer/reporter: "technical event: 231009 ("blower controller speed low"), blower test failed."